Event description:
This is a known and previously reported issue with the halyard closed suction system. The flexible adaptor supplied with the closed suction system connects the ventilator circuit to the swivel elbow of the closed suction system. The flexible adaptor is loose fitting and easily disconnects from the elbow portion of the suction system with either slight traction of the circuit or from the pressure generated by the ventilator. This interferes with the safe ventilation of the patient and creates a biological risk to staff due to the spewing of patient secretions which can occur upon disconnection. This is a new lot number (m7297l609)from previous occurrences. One week later, halyard representative shared they do have a plan to replace the flex tubing/poppel piece. They currently do no have a 'fixed' product to send us. Current solution to discard flex tubing that is in package and replace with tubing (or tubing and hme) from teleflex is working well. Halyard offered fixed elbow and t-piece version of products, both not optimal for patient population. Will continue to communicate with halyard regarding expected delivery dates of corrected product. Plan is to review other vendors that offer in-line suction products. Will reach out to vyaire for samples of their closed suction system.